Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the device cut but did not staple. Another like device was used to complete the case. There was no patient consequence.